Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the mobile view station (mvs). The representative was unable to replicate the reported issue. It was reported that the site was not allowing mobile view station (mvs) enough time to boot before they would shut it down and reboot. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that after the mobile viewing station (mvs) and image acquisition system were powered on, the site then disconnected the umbilical cord to move the two separately. The mvs powered off while moving it back to its storage location. It then wouldn't power on again until the site messed with it. There was no patient present when this issue was identified.